Manufacturer narrative:
Vyaire field service technician went onsite and evaluated the device. Technician performed battery run test and failed. Replacement internal battery to be installed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported device shut off while on patient on the avea ventilator. The customer reported there was no patient harm associated with the reported event.